Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient called to report difficulty removing the connector and cartridge from the pump. The patient indicated that the connector was oriented with the shark fin facing the correct direction and was advised to twist to the left and pull outward. The patient subsequently received assistance from a spouse and was able to remove the cartridge. No further assistance was needed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.